Event description:
Preemie removable "posey" i.d. Band used on pt to left ankle. Right foot had several surface scratches and 3 different small "pin-dot" areas of puncture, smear of blood noted on edges of band. The edges of i.d. Band under white posey label noted to be very hard and sharp. Neosporin applied to foot without band removed.